Event description:
Originally (B)(6) suffered a mid-shaft humerus fracture in a 4-wheeler accident on (B)(6) 2013 and was developing worsening radial nerve palsy in the ed. He had orif and radial nerve neurolysis urgently with removal of bone fragments from nerve and collagen protective wrapping of the nerve. A stryker posterolateral plate which was slightly contoured was fit onto the bone excellent fit across the fracture. Plate was shortened approx 2 mm in situ with a midas rex tool with the cutting bur as it was overlapping the edge of the olecranon fossa. Wrist supported with a cock-up wrist splint while radial nerve recovered. Started on neurontin, encouraged smoking cessation and aggressive early rom to both shoulder and elbow with 1# lifting restriction. Pt fell on (B)(6) 2013 and felt a snap in his arm with radiological evidence of hardware failure and refracture. Arm placed in a brace until admitted electively (B)(6) 2013 for hardware removal and refixation. At that time, stated he quit smoking 3 weeks ago. Surgeon voiced her opinion that she doesn't believe this is a product failure.